Event description:
The endo-scrub would not work. It was a brand new one; not a reprocessed one. The or staff first changed out the foot pedal to the endo-scrub, which did not make a difference. They then changed out the hand piece and found that was in fact the issue. It would not let the solution run through the tubing.